Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central display went blank, however, they were not hearing any audible alarms and the host was unreachable. The device was in use monitoring patients. No report of patient or user harm.